Manufacturer narrative:
Information references the main component of the system and other applicable components are:

Event description:
A patient reported that they lost therapy, cannot feel stimulation, and the reported their implantable neurostimulator (ins) was on, but that she cannot see any programs. The patient reported urinary accidents. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.